Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us . Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.00/2.0/096 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) in (B)(6) 2017. Len opacity (ns) was observed on (B)(6) 2018. Refractive surprise was obsevered. On (B)(6) 2018 the lens was exchanged with a same size, different power (sphere/cylinder/axis) lens. This resolved the problem. Cause of the event is reported as unknown.